Event description:
Customer reported he had a chain saw accident back in (B)(6). He states his blood glucose dropped while he was on the latter causing the chain saw to fall on his head. Customer stated he had been working out in the yard for a while and failed to eat anything. Customer stated that since the accident his blood glucose readings have been high due to the issues with the injury he received. Customer also reported that the battery cap on the insulin pump is stripped and he had difficulty removing it. He was instructed to remove it with a quarter; he was able to remove the battery cap. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.